Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4196 implantable pacing lead: (B)(6) 2010. 5076 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
It was reported the device reached recommended replacement time (rrt) after 26 months and there was possible early battery depletion. It was also indicated that the atrial and ventricular capture management had increased the device output due to inaccurate information. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the right ventricular (rv) and left ventricular (lv) leads had always had moderately high thresholds. The rv threshold was checked and had been stable at 2 volts at 1 millisecond. The device capture management on the rv would intermittently read elevated levels and automatically program the device to a high output at 5 volts at 1 millisecond which helped deplete the battery. The device rv capture management was deactivated as it kept giving high threshold, high output scenarios. The lv lead had an elevated threshold at 3 volts per the device and 1.75 volts with a manual threshold test. The lv and rv leads remain in use. It was noted that the patient is part of the system longevity study.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 86% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.